Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "inner part of the fiber doesn't rotate together with the outer part". No additional info was available. Outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber's glass caps was detached and not returned with the device; the fiber was found to be broken proximal to the fiber/cap fusion zone. There was char, detritus, crystal-like deposits, and mild contamination noted on the metal cap surfaces. There was no indication or report of any part of the device remaining inside the pt. The detached cap and broken fiber could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was suspected to be anatomical/procedural factors encountered during the procedure.